Manufacturer narrative:
Initial report# (B)(4). Battery of the notebook pc is bloated. It was noticed while wanting to start the device in the morning. No injury or death, no patient involved. Customer has been advised to return the device for evaluation. 9080f7521-a notebook keypoint dell latitude e5570 laptop sn- (B)(4). Keypoint focus notebook system 38790 (9033a071103 ) UDI number (B)(4), shipped 5/25/2018, so1541192769. There are no CAPA's related to this issue. Complaints are reviewed routinely per quality system requirements (qms-004442 corporate trending and analysis procedure) complaint trends are assessed as part of these reviews. A review of complaint trending is completed quarterly. Last review doc-058109. No trend for this failure identified. The current risk file doc- 027790 rev 18 hazard ID 6.3 identifies this issue harm - patient or operator get burned. Cause - equipment surfaces become heated by power dissipation of internal electronics severity- marginal (3). Risk level - minor (3).

Event description:
Battery of the notebook pc is bloated. It was noticed while wanting to start the device in the morning. No injury or death, no patient involved. The customer has been advised to return the device for evaluation.

Manufacturer narrative:
Follow up report 001 ref complaint#(B)(4). (B)(6) 2022 - customer states 'there was a mixup - please regard this case as closed.' No further correspondence was received from the customer. This case was closed by natus technical service. Faillure confirmed: no. Investigation result code : neuro sbu/battery problem. Closure rationale: complaint could not be verified, monitor for future occurrence.

Event description:
Battery of the notebook pc is bloated. It was noticed while wanting to start the device in the morning. No injury or death, no patient involved. The customer has been advised to return the device for evaluation.